Event description:
Pt was scheduled for a bilateral open capsulectomies with implant exchange. Upon doing the surgery the implants were believed to be ruptured. The pt has had the implants in since 1975. A different surgeon implanted these original implants. The surgeon was able to remove the encapsulated implants bilaterally. Because of their encapsulation the surgeon was unable to determine if the implants were ruptured or leaking. The encapsulated implants were sent to pathology to determine wheter or not they were ruptured or leaking. Because of the condition of the implants at the time of surgery, facility considers this to be a pt injury.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.